Event description:
During surgery the generator shut down (powered down) multiple times. Rebooting fixed the issue but surgeon eventually switched to e lectrocautery to complete case.

Manufacturer narrative:
(B)(4). Eval, method, results, conclusion: product scheduled for return but not received by manufacturer for inspection. (B)(4).

Event description:
During surgery the generator shut down (powered down) multiple times. Rebooting fixed the issue but surgeon eventually switched to electrocautery to complete case.

Manufacturer narrative:
(B)(4) evaluation process: unit received in poor condition with case staining and minor surface imperfections. No power cord nor user manual were received with unit. Internal visual inspection revealed nothing moving or broken in unit. Unit delivered rf energy correctly and consistently into fixed resistors. There are no unusual errors in more than the last 30 days of use. Root cause: the reported problem of ¿generator kept shutting down¿ could not be replicated in the service department. The error log does not indicate any non-recoverable faults pertaining to the reported issue. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.